Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date. Updated fields: h2, h4, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light guide part of the subject device was blackened at the distal end and it was difficult to view. The issue was identified at the time of reprocessing. There were no reports of patient involvement.